Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on 11/13/2018 due to capture anomaly. No additional information was reported.

Event description:
New information noted that the capture anomaly was noted during follow-up in clinic after interrogation of the device. High thresholds were noted on the right ventricular lead. The patient was stable before, during and after the procedure.